Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6)and an evaluation was performed. The evaluation determined that the system fault 131 was a single occurrence and could not be reproduced during in-house testing. The thermistor was replaced as a preventative action although there were no faults found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device displayed a system fault message (sf 131). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an extensive engineering investigation was performed. A review of the device logs confirmed the occurrence of the system fault error message (sf 131). Based on all available information and previous investigations of similar complaints, the investigation determined that the device fault was due to water contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).